Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad) implanted on (B)(6) 2021. It was also reported on (B)(6) 2021 that the patient was not supported by heartmate 3 left ventricular assist device (lvad) anymore and patient outcome was unknown.

Event description:
It was reported that the wrong patient outcome was communicated and that the patient actually remained ongoing with the heartmate 3 lvas implant kit. It was also reported that the reasons and circumstances for the patient receiving a rvad were unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported rvad implant, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined. Any further information cannot be shared due to the customer not being willing to share any kind of patient related information due to privacy laws restrictions. This includes all kinds of data regarding the patient and his/her course of disease. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system, (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2021 the current heartmate 3 left ventricular assist system instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.